Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.501.080, lot l910434: manufacturing site: hägendorf. Release to warehouse date: june 18, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A service and repair evaluation was completed: the customer reported the device was dropped in sterile processing department and the cutting tip was broken. The repair technician reported the device cutting tip is broken. Broken tip is the reason for repair. The item is not. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the device was received showing a portion of the cutter component broken off. The broken off piece was not returned and is missing. No other issues were identified with the returned components of the device. Dimensional inspection of the cutter could not be conducted due to post manufacturing damage, missing cutter fragment, and as the instrument could not be disassembled to access the remaining portion of the cutter component. The relevant drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed as a portion of the cutter piece was broken off. While no definitive root cause could be determined, based on the provided information, it is likely that the excessive impact and force from dropping the instrument resulted in the broken tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an application instrument for sternal zipfix dropped in sterile processing department and the cutting tip broke. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).